Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2025, a 23mm epic max valve was chosen for implant. During the procedure, it was noted that the sewing ring came loose at one point while stitching. The valve was replaced with a new epic max valve and completed the procedure. The patient was reported stable.

Manufacturer narrative:
An event of sewing ring coming loose while stitching was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the available information, the cause of the reported material separation could not be conclusively determined. It is possible procedural condition contributed to the event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date in (B)(6) 2025, a 23mm epic max valve was chosen for implant. During the procedure, while suturing the annular stich for valve implantation it was noted that the sewing ring came loose at one point while stitching. The valve was replaced with a new epic max valve and completed the procedure. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.